Event description:
While performing a pm on the defib, rptr noticed the unit was not delivering over 10 joules when the energy select switch was set on 20 or above. Rptr selected 360 joules and upon discharge heard a small pop come from the unit. When rptr disassembled the unit he found a connector on the transfer relay assembly was partially connected. Rptr cleaned the assembly, checked for damage, reconnected the assembly, and reassembled the unit. Rptr performed a complete calibration on the unit and no further discrepancies were noted. MFR date 1/86.